Manufacturer narrative:
(B)(4). The DHR for the returned instrument was reviewed and found completely without any nonconformances noted or irregularities. It was also found that this order was made from the correct materials and components. It can then be stated that the alleged non-conformance inciting this complaint was not due to an error in tecomet - kenosha's manufacturing process. This instrument was produced at the tecomet, inc. Kenosha wi facility as part of a 50 pc. Lot in march of 2020. Evaluation of the returned instrument shows that the tips are loose and misaligned , and the jaw pivot pin is pushed thru one side of the damaged/bent outer tube assembly. We are able to validate this complaint. There are no components missing from the returned applier. After the initial evaluation this instrument was dis-assembled in order to evaluate its internal components and it was found that the inner drive rod (n00185) is bent , and its fingers are both damaged where they engage the jaws. We are unable to determine what caused the drive rod to become bent and its fingers to become damaged but mishandling of this device at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed.

Event description:
The applier jaws got bent during use. Therefore, it was replaced with a new one to complete the surgery. The applier was purchased by the hospital in (B)(6) 2021.

Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The applier jaws got bent during use. Therefore, it was replaced with a new one to complete the surgery. The applier was purchased by the hospital in (B)(6) 2021.